Event description:
The account alleged that the brake casters will roll a little bit when the brake is set. No pt impact.

Manufacturer narrative:
The account stated that they replaced the foot end brake casters to resolve the issue.